Event description:
A customer reported noticing air bubbles in the cartridge during use. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from clinical technical support, and no further action was reported.